Event description:
The technician noted that the canister would not close properly leading to bad suction while using the penumbra system 032.

Manufacturer narrative:
Technical eval: upon return, the canister was attached to a test pump. The canister pumped down to -26.5 in hg which is within the product specification. Conclusion: the incident could not be confirmed as reported. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.